Event description:
Reportedly, during a regular follow up on (B)(6) 2017, alerts about the reset of the device and recommended replacement time reached appeared. The battery curve showed a sudden decrease around (B)(6) 2017. The physician asked if the sudden decrease of the battery was a consequence of the reset of the device. The device was reportedly explanted on (B)(6) 2017. Preliminary analysis revealed that premature battery depletion occurred.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a regular follow up on (B)(6) 2017, alerts about the reset of the device and recommended replacement time reached appeared. The battery curve showed a sudden decrease around mid 2017. The physician asked if the sudden decrease of the battery was a consequence of the reset of the device. The device was reportedly explanted on (B)(6) 2017. Preliminary analysis revealed that premature battery depletion occurred.